Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device was in backup vvi mode and the product code could not be loaded due to a hybrid circuit component anomaly.

Event description:
It was reported that attempts to interrogate the pulse generator using two different merlin programmers resulted in error messages. A user download could not be performed. The device was in backup vvi mode. The device was removed and replaced.